Event description:
It was reported that during a hemicolectomy procedure, the active blade broke and afterwards was retrieved. The case was carried out and finished by using a new other device. No adverse pt consequences was reported.

Manufacturer narrative:
Broken blade. Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.